Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient's mother reports the patient had elevated ketones while on system that required a medical doctor visit. There was no allegation against the dexcom system. Date of intervention is unknown. No additional event or patient information is available.